Event description:
It was reported that the insulin pump alarmed no delivery while changing the infusion set. The blood glucose reading was 269 mg/dl. The customer treated the high blood glucose levels with bolus. Advised customer to call back to troubleshoot. The infusion sets will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).